Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The consumer reported that her leads were removed on monday, (B)(6) 2016 and that night, she developed pain from her left hip all the way down to her leg. The patient was waking up with the pain throbbing. It did not get any better since it started that monday. It was noted that a different personnel and not the doctor took out the leads at the doctor's office. She went to a general health care professional (hcp) who did an x-ray but she had not gotten the results. There was no fall or trauma related to this issue. The patient had an appointment on (B)(6) 2016. She felt like she had nerve damage. This incident was noted to be sudden. Additional information from the health care professional reported that there was no additional action after the leads were removed. There was no further information reported about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.